Event description:
As reported for this event by the customer, after reprocessing black stains were noted on the sheet on which the device was placed prior to wiping. There was no abnormality in the device in appearance nor did the device have a leak. There was resistance to brushing or the brush catching while reprocessing was being carried out. There was no special solution used during reprocessing or in the procedure prior to the reprocessing. The source of the black stain was not known. There is no harm reported to any patient. The device and the sheet are being returned for evaluation.

Manufacturer narrative:
(B)(6). This device is not sold in the us but a similar device is. The device is returned but the device evaluation is not yet completed. As such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as any relevant new information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was evaluated where no abnormalities were found that could have led to the occurrence of the event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. Since there was no problem in the water leakage test, it can be concluded that there is no abnormality in the endoscope and the dirt is not derived from the endoscope. Regarding the black stains on the sheets, it was difficult to analyze the ingredients, so it was not possible to identify the cause. Olympus will continue to monitor field performance for this device.